Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5+ functional tricuspid regurgitation, 4-leaflet valve, dilated annulus, coaptation gaps for a triclip procedure. During the procedure, first triclip xtw was placed on central side of anterior and septal leaflet. Second triclip xtw was implanted on medial side of posterior leaflet 1 (p1) and septal leaflet. Upon deployment, it was determined that there was a single leaflet device attachment (slda) for the second clip and the clip was no longer attached to the septal leaflet. Additional third triclip xt was implanted on the central side of posterior leaflet 1 (p1) and septal leaflet to stabilize the slda. The final tr was grade 3+. There were no adverse patient effects or clinically significant delays reported.